Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On 20-04 -2024, patient faced adhesive issue with four infusion sets fell off during use. The first and second occurrence occurred on april 20, 2024; the third and fourth on april 21, 2024. Patient used infusion set for less than one day. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.

Manufacturer narrative:
Device 4 of 4.